Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced incontinence. The cuff was too big, so it was downsized from 4.5 to 4.0. The existing balloon and cuff were explanted and replaced. There were no further patient complication.